Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, a balloon pinhole rupture occurred upon second inflation at a nominal atmosphere for a nominal second. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.